Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has right heart failure and was experiencing volume overload. The patient stopped smoking and reports good eating habits but continues to gain weight. The lvad speed is set at 5600rpm. The patient is continued on coumadin, asa at 81mg, losarton 12.5mg, aldactone, torsemide 200mg bid with metolazone 2.5qod. Cardiac rehab with continued change in eating habits.

Manufacturer narrative:
Section h6 (patient code): correction manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that on (B)(6) 2019, the patient was admitted for right heart failure with signs of volume overload. The patient had been diuresing, had stopped smoking, and reported good eating habits but continued to gain weight. The plan of care was to continue to operate the lvad at a set speed of 5600 rpm and to have the patient continue on coumadin, aspirin (asa) at 81 mg, ivabradine, losartan at 12.5 mg, aldactone, and torsemide at 200 mg twice daily (bid) with metolazone at 2.5 mg every other day (qod). The patient would also go to cardiac rehab and continue changes in eating habits. The account also reported that there were no device related issues that would have caused or contributed to the patient¿s right heart failure, and the event reportedly resolved on (B)(6) 2019. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.